Event description:
On (B)(6) 2016, at approx 0850am, a wow battery, in the changing bay located in an in-patient storage area failed, causing a battery de-passion issue. This failure produced a noxious electrical overheating odor, and soot from the failed battery cell on the battery, and on the charger unit. Teams from engineering reported to the location and determined the danger was contained, and the code red could be cancelled, without the (B)(6) fire department responding to the event. The it team also reported to the location, removed the failed battery, the charger, along with 3 add'l batteries that were in the charger. These 3 batteries did not display signs of drainage. The resulting noxious order resulted in a re-location of pts on that wing, and a staff member suffered asthma related symptoms resulting in the need to go to the ed. Is the product compounded: no. Is the product over-the-counter: no.